Event description:
It was reported that the patient had been struggling with a rechargeable system and wanted a prime battery to make it easier. Her rechargeable battery was explanted and replaced with a non-rechargeable. It was noted that there was nothing wrong with the explanted battery other than patient preference.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Programmer: model 37744, serial# (B)(4). Recharger: model 37752, serial# (B)(4).